Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. The reported products were reviewed for compatibility and it was determined that the following implants are not compatible: 110010264 6112808 g7 osseoti multihole 52mm e 00662406515 63663356 bone screw self-tapping 15 mm length 6.5 mm dia. 00662406520 62748097 bone screw self-tapping 20 mm length 6.5 mm dia. 00662406525 63896220 bone screw self-tapping 25 mm length 6.5 mm dia. Radiograph review identified: left total hip arthroplasty with grossly abnormal appearance of the acetabular cup which appears to be loose in position outside of the acetabular region despite multiple screws. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown head lot #: unknown. Item #: unknown, unknown stem lot #: unknown. 010000896 g7 10 deg e1 liner 36mm 6105239. 00489405010 trabecular acetabular revision system acetabular augment 63775289. 00662406515 bone screw self-tapping 15 mm 63663356. 00662406520 bone screw self-tapping 20 mm 62748097. 00662406525 bone screw self-tapping 25 mm 63896220. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total hip arthroplasty and was revised over a year later due to fixation failure of the cup. Attempts have been made and no further information has been provided.